Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs within 1.5 days of use. High blood glucose level was 310 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.